Manufacturer narrative:
The explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was having difficulty charging and maintaining the ipg charged. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperative.